Manufacturer narrative:
The device was not returned, however, the allegation of perforation is confirmed based on the media provided. With respect to the perforation, the information within the event description suggests that the effusion is anticipated in nature as per the information for use (IFU).

Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician planned about ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. It appeared only the versacross wire perforated as the dilator tip was inside the sheath when perforation occurred. There was some visualization issue experienced. No noticeable damage noted to the dilator upon removing from the patient body. The patient status is still unknown.

Manufacturer narrative:
The device was returned for analysis. Upon analysis of the dilator found the relevant functionality (dilator unsnapping) was found to be within specification. Through removing the dilator from the sheath with the dilator connected to a force gauge, the force to unsnap dilator from sheath found to be within specification. The reported allegation with respect to unlocking is not confirmed. Dilator was decontaminated and the distal tip was damaged and the tip was full of material. Post decontamination, flushing of dilator was difficult with some resistance. The reported allegation of difficulty visualizing is also not confirmed as there is insufficient information available with respect to the difficulty (imaging modality, device that was difficult to visualize). The allegation of perforation is confirmed based on the media provided. With respect to the perforation, the information within the event description suggests that the effusion is anticipated in nature as per the information for use (IFU).

Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician planned about ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. It appeared only the versacross wire perforated as the dilator tip was inside the sheath when perforation occurred. There was some visualization issue experienced. No noticeable damage noted to the dilator upon removing from the patient body. The patient status is still unknown.

Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician planned about ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. It appeared only the versacross wire perforated as the dilator tip was inside the sheath when perforation occurred. There was some visualization issue experienced. No noticeable damage noted to the dilator upon removing from the patient body. The patient status is still unknown.

Manufacturer narrative:
Due to a product analysis update, this supplemental report for device evaluation is being submitted. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and no issues were noted during flushing. During visual inspection, the dilator tip was revealed to be damaged. Next, no issues were noted during functional testing; unsnap testing within specification although qualitatively the connection felt loose. The reported allegation with respect to unlocking was confirmed. While the unsnap force met the design requirement, qualitatively the connection felt loose and easily unsnapped, and its root cause was most likely related to a cause traced to device design. Additionally, the reported allegation of difficulty visualizing was not confirmed as there is insufficient information available with respect to the difficulty. The tip damaged revealed was most likely related to a manufacturing deficiency. Finally, the allegation of perforation is confirmed based on the media provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Event description:
It was reported an abdomen perforation occurred and the procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. When the dilator was locked into the sheath, it released too easily and would not stay locked. The physician opted to use the same dilator instead of replacing it. The scrub tech was advancing the dilator as the physician advanced the sheath since it would not stay locked. At some point in the advancement, the sheath folded back on itself as the dilator was not all the way out in position. The physician planned about ballooning the perforation, however the patient was stable and decided it would not need to be ballooned. The physician wanted to monitor the patient and did not feel comfortable continuing to heparinize the patient and hence the procedure was not completed. The patient is expected to fully recover. The device is expected to be returned for analysis. It appeared only the versacross wire perforated as the dilator tip was inside the sheath when perforation occurred. There was some visualization issue experienced. No noticeable damage noted to the dilator upon removing from the patient body. The patient status is still unknown.